Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was hospitalized with a subdural hematoma due to a fall that was not related to device function. When evaluating for a possible magnetic resonance imaging (MRI), technical services (ts) noticed oversensed noise on the right ventricular (rv) channel which occurred after hospitalization. Ts could not confirm lead integrity and recommended further evaluation. This rv lead remains in service and no additional adverse patient effects were reported.